Event description:
The patient underwent a generator replacement, after which the right atrial (ra) port was found plugged. The right ventricular (rv) intrinsic amplitude and both atrial and shock lead impedances were out of range. Technical services identified that the shock lead, a single-coil type, was incorrectly programmed with a triad vector, causing the impedance issue. Reprogramming was recommended. No adverse patient effects were reported, and the generator was successfully replaced without further observations.